Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. Based on the xray image and visual examination of the returned liner involved in this complaint, it can be determined that the poly liner underwent a disassociation event from the cup. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted, causing the deformation in the rim of the device. Interlock feature edge of the liner denoted two ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as poliethylen dislocation on hip arthoplasty.